Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the xience alpine everolimus eluting coronary stent system, instructions for use, states: note the product use by (expiration) date specified on the product label. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in a saphenous vein graft to the obtuse marginal. After implanting the xience alpine stent, it was noted to be expired. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). Correction: the date was filed incorrectly on the initial medwatch report as 04/09/2048, but should have been 04/09/2018.